Event description:
Rn (registered nurse) attempted to use razor to prep patients. When removing safety cover from razor blade, the razor blade popped out onto prep tray, narrowly missing caregiver¿s arms. Manufacturer response for prep razor, shave prep razor (per site reporter). Item is purchased thru distributor: (B)(4). Equipment failure reported to (B)(4) customer service at (B)(4). Manufacturer will follow up after doing some research. Product is available for investigation.